Event description:
It was reported in clinic notes that the patient suffered injury to her vocal cord and thyroid secondary to et tube during generator replacement surgery. It was noted to be a very traumatic experience for the patient. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).